Manufacturer narrative:
The event of capsular contracture baker grade ii/iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Healthcare provider reported a left side "animation deformity and upon surgery noted contracture and left partial capsule removal". Baker grade ii/iii. The device has been explanted and replaced.